Event description:
Additional information was received. It was clarified that no error code was displayed. The positioning sensor unit (psu) indicator error light was lit.

Manufacturer narrative:
D9, h2, h3: the return of 9735821r provided the lot number p902095. The hardware was returned and analysis was performed. The returned positioning sensor unit (psu) had scratches on the housing and lenses. A check of the event log showed two storage temperature exceeded the high limit messages in jan 2020 and feb 2024. The earlier message had been cleared. There was also a bump detected on the day of testing, likely erroneous. Otherwise, the psu passed an accuracy test (aak) at .179mm with a passing threshold of .250mm. Codes b01, c02, d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID 9735821 (lot: p902095); product type: 2543-mnav - system h3: no parts have been received by the manufacturer for evaluation. Codes b17, c20, d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that an error occurred when an imaging system calibration attempt was made. No patient was present.